Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high pacing impedance. The physician suspected a potential lead fracture. When the patient was scheduled for a routine device change out due to normal battery depletion (nbd), the physician elected to replace the rv lead as well. During the procedure, the rv lead was tested on the pacing system analyzer (psa) and the pacing impedance remained high. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.